Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were "identifed" that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
Patient underwent tcar procedure. Upon entering with the enroute sheath, a dissection occurred. The doctor closed the pre-stitch and reaccessed the common carotid artery. The case was completed without further issue. Upon completion, the dissection flap was stented via transfemoral approach. The patient recovered with no issues.